Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on carelink upload issue and noticed no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices mmt-6101.

Manufacturer narrative:
We were unable to conduct testing due to a lack of a xiaomi mobile device with android 14 to test. Nevertheless, the issue can be confirmed through log analysis. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs we see automatic upload started and then pump disconnected due to mic failure , the certificate validation is failing, which triggers the mic failures. This prevents the secure session from being established properly, which is required for uploading data to the pump. The connection attempts are succeeding at the ble level, but failing during the secure session establishment phase due to certificate/authentication issues. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: please try this steps on the pump side. Remove the battery from the pump. Reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds). Turn the pump back on. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: can you please update the security patch manually by following below steps: ensure the phone is connected to a stable internet connection and is plugged in to charge. Open phone settings. In the settings search bar search for security update. Under security update you should see the date of the last update. If it has been more than a year since the last update, you will need to install the latest security patch. Click security update to check for the latest patch to install. If your phone is on an older android version, it may also upgrade to the latest android version in addition to applying the security patch. Apply the update. Restart the phone. If a customer on an outdated play services version (from 2022 or 2023) attempts to pair a device after a single update, it may not work. In such cases, multiple sequential updates are required to reach the latest compatible version for successful pairing. If only the android os (not security patch) was updated at step (5), repeat steps (1) to (5) again, otherwise, go to next step. Restart the app and start pairing process again. Despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.